Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up completely. Review of the system log files showed "programming error: error in communication with the database." Com method failed.", process terminated due to a fatal exception." Process errors on host pc. Upon troubleshooting, fse found the cause of the issue was a disk bay problem. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. To resolve the issue, fse replaced the hard disks and implemented a medical device correction z-1151-2024. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.